Event description:
It was reported that the patient received inappropriate shocks, and the lead exhibited oversensing and noise. A header issue was suspected. Both the device and lead were explanted and replaced, and during the replacement procedure, the lead was damaged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Analysis of the lead is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. Evaluation summary: (B)(4) the full lead was returned in segments and analyzed. The distal conductor was fractured. It was noted that the defibrillation conductor was distorted, blood/body fluid was noted on several conductors (not obstructed) and the inner tubing was kinked/buckled. The outer tubing overlay was melted with cosmetic environmental stress cracking, there was cosmetic depression on the outer insulation, the helix/lobe was distorted/bent and blood was noted in/on the helix/lobe mechanism (sleeve head) and helix/lobe mechanism.